Event description:
The account alleged that the head section would not go down. No injury reported.

Manufacturer narrative:
The account found the head section follower is bent. Technician told the account to replace the pneumatic gas spring. No further information is available on the repair of the bed at this time.